Event description:
During removal of hardware from right tibia, first screw driver tip broke - all pieces were retrieved. Then during 2nd attempt to remove hardware, 2nd screw driver broke. Midas rex drill was used to try to pull out both parts. Midas melted both screw driver tip and screw head. Wound was irrigated and md was able to remove all retained pieces (broken). No pieces left in pt.